Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =600 mg/dl. The patient was reportedly hospitalized for the event. Details regarding the hospital treatment were not reported. The reporter alleged the pump was malfunctioning. At the time the reporter reported this incident, the subject insulin pump was not available for troubleshooting by animas customer support. Animas customer support made several attempts to contact the reporter for further information and to perform troubleshooting on the pump, but the reporter did not respond. If additional information becomes available, this complaint will be updated accordingly. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an inaccurate delivery issue.